Manufacturer narrative:
The lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The replacement lens was the same model with different cylinder power. Add'l info has been requested.